Manufacturer narrative:
The reliability analysis evaluated one opened and or used reservoirs. Pre fill reservoir was performed. The reservoir failed per inspection. The transfer guard was noted to be occluded.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states that when connecting the needle to the vial, it was noted to be bent. The customer states she was just changing out her pump and ran into the issue with the needle when she pulled it out and noticed it was bent. The customer was advised the reservoir would be replaced and returned for analysis.